Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging strip cut issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (12/09/2014). The patient¿s test strips have been returned on 11/24/2014 and evaluated by lifescan product analysis on 11/27/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have been miscut at a diagonal angle. A secondary issue was noted when the test strips vial was found to have been overlabelled by a third party. A tertiary issue unrelated to the complaint was also found, the returned test strip vial contained extra test strips. In addition, a quaternary issue was noted when the test strips were found to have been stuck together due to not being cut properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.